Event description:
It was reported that the patient is receiving radiation therapy, and review of a remote monitor transmission indicated noise and oversensing. Additional information indicated the patient has new onset atrial fibrillation. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.